Event description:
A patient reported that they had a st. Jude spinal cord stimulator that "went bad." The patient reports that the st. Jude device worked well for the 2-3 years that they had it but there were times the patient would experience over stimulation while walking. The patient indicates the st. Jude device was removed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).